Event description:
It was reported by repair work order that both brake pedals were broken off of the bed. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.